Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced an unspecified adverse outcome. After the original procedure, additional potentially related procedures were performed, including surgical revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrent incisional hernia, adhesions, and inflammation. Post-operative patient treatment included additional mesh implantation surgeries. On (B)(6) 2014 - recurrent incisional hernia repair using physiomesh 15 x15 cm square. On (B)(6) 2016 - recurrent incisional hernia repair using alloderm 8 x 16 cm.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after onlay implant, the patient experienced recurrent incisional hernia, adhesions, and inflammation. Post-operative patient treatment included additional mesh implantation surgeries. On (B)(6) 2014 - recurrent incisional hernia repair using physiomesh 15 x15 cm square. On (B)(6) 2016 - recurrent incisional hernia repair using alloderm 8 x 16 cm.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.